Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental MDR will be submitted. Concomitant product(s) - kinectiv technology neck provisional, p/n 00780502200, l/n 62935753; kinectiv technology neck provisional, p/n 00780501100, l/n 60864167; kinectiv technology neck provisional, p/n 00780501100, l/n 63279318. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-04358, 0001822565-2017-04359, 0001822565-2017-04360.

Event description:
It was reported that after a hip procedure while putting the trays back together it was noticed that the trial neck pieces were broken. No harm to patient was reported. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device showed that the instruments were fractured at the bottom end that mates with the taper. Heavy gouges and damage to the instruments was too severe for dimensional analysis. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to the surgeon impacting the neck segments with a femoral head impactor, which could have led to instrument fracture. The surgical technique states the neck segments must be placed onto the taper by hand or using an inserter. However, a definitive root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.